Event description:
The report stated that during a radio frequency ablation procedure, a water leak occurred at the hand piece after a few minutes of use. Another needle electrode was opened and used. There was no injury to the pt.

Manufacturer narrative:
The incident sample was not returned for eval; therefore, an eval could not be performed. Valleylab labeling regarding the setup of the cool-tip sys includes the use of sterile water which prevents unintended contamination of the sterile field. Continuous improvements to tubing set design have significantly reduced the trend in leakage complaints.